Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9169547. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although a sample was not provided by the facility for evaluation. Previous instigation's have shown that a large bend suggests a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced a needle that was broken/detached. The product defect was noted prior to use. The following information was provided by the initial reporter: at 8:00, on april 7th, the nurse planned to use the indwelling needle to give the patient infusion treatment, and checking the outer packing, it was in good condition. After opening the outer package, the needle was found to be bent. The nurse broke the needle by hand, but it could not be corrected. Another indwelling needle was replaced to complete the treatment.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced a needle that was broken/detached. The product defect was noted prior to use. The following information was provided by the initial reporter: at 8:00, on april 7th, the nurse planned to use the indwelling needle to give the patient infusion treatment, and checking the outer packing, it was in good condition. After opening the outer package, the needle was found to be bent. The nurse broke the needle by hand, but it could not be corrected. Another indwelling needle was replaced to complete the treatment.